Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. It is unknown which lead was implanted at the time of procedure, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-22519. It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken to address the issue. During the procedure, it was discovered that the patient's lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the issue.